Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to failed sensor, the wire became dislodged and remained protruding from his skin at the point of insertion. Patient was able to remove the wire from his skin. At the time of his call into technical support, patient reports that he is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.